Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon got stuck inside me- vagina [foreign body in reproductive tract]. Pulled it out, only part of it was attached to the string - tampon [complication of device removal]. Only part (of tampon) was attached to string [device breakage]. Case description: consumer reported via e-mail that when she removed tampon only part of it was attached to the string. No serious injury reported.